Manufacturer narrative:
Age at time of event: over 18. Device eval by MFR: the returned product consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual examination of the device revealed that the infusion line is separated 12mm from the tip. There are multiple kinks along the distal section of the infusion line. The coil is still holding the separated ends together. The waste bag line is cut, and the waste bag is missing. Microscopic examination of the device did not reveal any additional damages. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that the distal end fractured. A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure. The target lesion was located in a mildly tortuous and moderately calcified left superficial femoral artery (sfa). After the first pass through the lesion, the device stopped working. The distal end of the device near the cutting tip fractured but was not completely detached. The device remained intact and was removed from the patient. The procedure was completed with a new device, same model. There were no patient complications.